Manufacturer narrative:
Investigation of this event is ongoing.    Reference:  salaun, erwan, anne-sophie zenses, marie-annick clavel, tania rodriguez-gabella, eric dumont, siamak mohammadi, daniel doyle et al. "Valve-in-valve procedure in failed transcatheter aortic valves." Jacc. Cardiovascular imaging(2018).

Event description:
As reported by our affiliates in (B)(4), per the article ¿valve-in-valve procedure in failed transcatheter aortic valves¿, a patient who underwent tavr with a 26mm sapien valve 6 years prior by transapical approach was referred for a new york heart association class iii dyspnea that had begun several months prior. The tte parasternal view showed some degree of hyperechogenicity of the leaflets and leaflet thickening (3.5 mm) with restricted motion. Color doppler showed a high turbulent jet through the tav associated with a transvalvular mean gradient of 40 mmhg and a trace of central aortic regurgitation observed on the apical views. A valve in valve procedure was performed using a 26mm sapien 3 valve. Tte post-procedure showed the aspect of ¿thickened¿ stent resulting from the superposition of the 2 valve stent frames. No residual aortic regurgitation was observed and the mean gradient was 17 mmhg.

Manufacturer narrative:
This is one of five manufacturer reports being submitted for this article. Please reference related manufacturer report numbers: 2015691-2018-02462, 2015691-2018-02463, 2015691-2018-02464, 2015691-2018-02466. The device is not available for evaluation as it remains implanted in the patient. Structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis) is listed in the instructions for use for the tavr procedure and are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, there is insufficient information to determine the cause of the valve calcification as no additional details were provided by the authors. However, it is possible that it may be the progression of pre-existing aortic valve disease. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).